Event description:
It was reported that the tubing was not connected at the blue flag.

Manufacturer narrative:
Customer initially indicated that product would be returned. However, product was not available for return.